Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision was "a little blurry". The consumer reported he will be having a yag laser performed due to mild changes seen by his surgeon. The consumer reported he anticipates he will be seeing very well in both eyes after this procedure. The consumer had previously had a yag laser performed on his fellow eye with good results. At the request of the consumer, the surgeon was not contacted. The fellow eye was previously reported under MFR report number: 119421-2011-01181.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. No root cause could be identified by the investigation. There have been one other similar complaint reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).